Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that a cartridge alarm occurred (alarm 19). The customer's blood glucose was 233 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.